Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
It was reported by the customer that the medication does not come out of the needle but rather comes out of the sides of the plunger. No information was received regarding any serious injury as a result of this report.